Manufacturer narrative:
Examination and testing of the product returned confirmed the observations of cut-off tip on the catheter. Based on the information received, examination of the product prior to use revealed the anomalies and no serious injury, medical or surgical intervention was reported. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for reoccurrence.

Event description:
According to the information, the customer states he received a catheter with the tip cut off.